Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy, while stapling across the vessel so they could remove the donor kidney, they opened the jaws to remove the device and there was constant bleeding. The patient had lost 2000cc of blood. Reloaded the stapler, fired again but there was only partial staple line formation. They had to reload the stapler and eventually able to complete the staple line. There was also a poor staple formation due to issues with the reloads; one reload did not fire, one partially fired and two fired correctly. After the misfire, the patient was given three bags of red blood cells, two bags of fresh frozen plasma, albumen and ephedrine. They used a another clip to try to control the bleeding and surgical time was extended for only 20 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy, while stapling across the vessel so they could remove the donor kidney, they opened the jaws to remove the device and there was constant bleeding. The reload does not cut tissue, it only fires staples. The surgeon fired devices and then cut tissue with scissors. The patient had lost 2000cc of blood. Reloaded the stapler, fired again but there was only partial staple line formation. They had to reload the stapler and eventually able to complete the staple line. There was also a poor staple formation due to issues with the reloads; one reload did not fire, one partially fired and two fired correctly. After the misfire, the patient was given three bags of red blood cells, two bags of fresh frozen plasma, albumen and ephedrine. They used a another clip to try to control the bleeding and surgical time was extended for only 20 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and three devices. The visual inspection of the one photo depict four fully applied loading units. The instruments were received fully applied. The cam bars functioned as intended. The components showed evidence that the staples were present. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.